Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the device with a scratched front cover and bent microswitch. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be the faulty pump. The pump was replaced as well as the microswitch and front cover. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was running at about 1/3 speed and was overheating. Device was not dropped. Issue was found during preventative maintenance and there was no delay in therapy. There was no patient involvement and no harm/adverse event reported.